Event description:
It was reported via maude report stating: "on (B)(6) 2012 the subject was directly admitted from the physician's [pmd's] office with several weeks of exertional chest pain. To [cardiac cath lab] ccl (B)(6) 2012, films reveal 99% lesion of distal [right coronary artery] rca at bifurcation of [posterior descending artery] pda and posterior lateral. Wires advanced down both branches. A 2.5 x 20 non-abbott balloon dilatation catheter to predilate and 2.75 x 18 multi link vision rx deployed in distal rca with good results. Pt to [cardiac surveillance unit] cssu at 1122. Returns emergently to ccl at 1238 with severe chest pain and st elevations noted. Acute stent thrombosis of distal rca, both branches patent. Thrombectomy performed, 2.5 x 12 trek rx and 3.0 x 20 nc trek rx to restore flow. Timi iii flow and 0% residual stenosis. Integrilin initiated in addition to previously given asa, angiomax and prasugrel."

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis is listed as an adverse event in the multi-link 8 instructions for use (IFU). A conclusive cause for the reported angina, EKG/ECG changes and thrombosis patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.